Event description:
A customer contacted beckman coulter (bci) in regards to erroneously elevated free t4 (frt4) result generated by access2 immuno-analyzer. The erroneous results were reported out of the laboratory. The original samples were repeated on the same instrument and on an alternate method. Both produced results within the normal reference range. This event did not impact patient treatment.

Manufacturer narrative:
The sample was collected off-site in a 16x100 mm serum tube with a gel separator and centrifuged off-site as well. No additional sample information is available. The qc has been performing within the established ranges. A bci field service engineer (fse) performed a routine system check and dilution test, which both passed with the units specifications. Fse performed high sensitivity system check, 30 replicate precision test, and calibration and qc test. All tests passed within the instruments' specifications. Fse inspected hardware and no issues were noted. A clear root cause can not be identified for this event.